Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the fixing lock being broken occurred due to the lock of the coupler being damaged. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the fixing lock of the camera head was broken. The issue was found after a plasma cutting procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lock of the coupler was damaged. The cable was damaged with leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.